Event description:
Facility called stating that the swivel bar that attaches to the boom on a rpl600-2 patient lift allegedly broke.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The user is a (B)(6). The user resides at a facility, (B)(6) center. The user's medical condition, stability and medication regimen are unknown. The facility's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The facility stated that the patient was in the middle of being lifted, the caregiver went to use the swivel on the lift to position patient into the wheel chair. Facility stated the swivel came loose from boom and the patient fell to the ground . The user went to the e.r. Due to having a fractured nose due to the swivel coming loose and hitting end user in the face. Additional information obtained from the facility, the alleged incident occurred at 2:00pm on (B)(6) 2012: the resident was in a sling being transferred to the shower. The swivel bar came loose from the machine itself, the bolt and washer were still intact but the lock nut had fallen off. The swivel bar came off when the nurse tried to turn her. The following injuries allegedly occurred: resident has a fractured nose. (B)(6) reported that the injured party was hospitalized. The product has been taken out of use.